Manufacturer narrative:
The technician found the manifold motor was running, but there was a blockage in the manifold preventing the functions from operating. The technician replaced the manifold to repair the bed.

Event description:
Information received indicates the up functions are not working on the bed.